Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received the drive support cap notice. Customer reported that drive support cap was loose and uneven. Customer's blood glucose was 154 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with minor scratched display window and cracked reservoir tube lip. The drive support was inspected and no anomaly was noted.